Event description:
It was reported on (B)(6) 2024 a PICC catheter was inserted. On (B)(6) 2024, he went to the hospital for catheter maintenance. While receiving chemotherapy drugs at the hospital, it was discovered that the tube inserted into the body had a hole in it and the catheter could no longer be used and a new one was inserted on (B)(6) 2024. Additional information 11/21/2024: it was communicated to the clinic that the patient was found to be leaking fluid from the puncture point, a hole was found 6cm from the puncture point, the catheter was removed and reset, it was considered that it had been in use for some time and was re-catheterised, probable cause, rupture due to violent flushing of the catheter while maintaining it, the catheter had been discarded after it was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on (B)(6) 2024 a PICC catheter was inserted. On (B)(6) 2024, he went to the hospital for catheter maintenance. While receiving chemotherapy drugs at the hospital, it was discovered that the tube inserted into the body had a hole in it and the catheter could no longer be used and a new one was inserted on (B)(6) 2024. Additional information 11/21/2024: it was communicated to the clinic that the patient was found to be leaking fluid from the puncture point, a hole was found 6cm from the puncture point, the catheter was removed and reset, it was considered that it had been in use for some time and was re-catheterised, probable cause, rupture due to violent flushing of the catheter while maintaining it, the catheter had been discarded after it was removed.